Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen generally works except when attempting to set patient or alarm parameters. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Resolution and disposition: the customer reported the navigation ring was replaced to address the reported problem.